Event description:
A customer reported that their t: slim x2 pump battery would not charge, and the pump screen remained dark, making it unable to confirm a power source alert. Despite using the tandem charging cable and wall adapter and leaving the adapter plugged in for over 30 minutes, the pump did not begin charging, and the charging connection was not recognized. Pump was replaced if the pump battery depleted, the customer planned to rely on a backup pump. There was no reported impact to the customer¿s blood glucose level.